Manufacturer narrative:
(B)(4). Concomitant medical products: 20123606- g7 longevity high wall 36mm f-64538079. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02427. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 1-day post implantation due to the misuse between the head and liner. Surgeon used a 36mm ID liner with a 40mm head instead of a 36mm head after declining to verify implants before being opened onto the field by the circulating nurse. No additional information on the reported event is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 h6 component code: mechanical (g04) - head no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A 40mm cocr head was implanted instead of a 36mm thus, the root cause of the reported issue is attributed usage error - misidentified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.